Event description:
A user facility returned the olympus evis exera ii duodenovideoscope to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the air/water cylinder and air/water-tube had a foreign material. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of an annual inspection, finding the air/water cylinder and air/water-tube had a foreign material. In addition to the reportable malfunction, the following were noted: due to damage on the right/left and upward/downward angulation control knobs and deformation of the electrical-connector guide pin, water tightness was lost; the air/water-cylinder and the suction cylinder had no color; the light guide lens had a crack; the distal end was shaved. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely, due to reprocessing not be conducted properly, due to leakage from between right/left (rl) angulation control knob and upward/downward (ud) angulation control knob and electrical (el)-connector. The event can be detected and prevented, by following the instructions for use (IFU) sections: IFU states, the detection method in evis exera ii tjf type q180v, operation manual chapter 3: preparation and inspection. IFU states, the preventative measures in evis exera ii tjf type q180v, reprocessing chapter 5: reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.